Event description:
It was reported that the customer had an unknown high or low blood glucose level which caused him to pass out and hit his head. The customer's mother stated he may have a concussion. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).